Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 400 mg/dl, 260 mg/dl. Customer reporting an issue associated with infusion set insertion site was bruise and blood on site whole cannula part had blood on it. Customer states site was not actively bleeding at time of the call. Customer reports the infusion set cannula was bent. The customer did not want to assisted with troubleshooting, it was resolved by changing infusion set. The device will not be returned for analysis.